Event description:
Following a sling procedure in 2003, the pt developed a 2 cm right sided erosion of vaginal wall 4 months post operatively. It was noted when their spouse felt 'brush bristle pain' with intercourse. The tape was excised in 2003 and the problem has been resolved.